Manufacturer narrative:
The pipeline flex braid remains implanted in the patient; the pipeline flex delivery system has not been returned for evaluation. The delivery system was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex tip coil detached during a procedure. The patient was undergoing treatment of a saccular aneurysm located in the left internal carotid artery (ica). This patient has severe vessel tortuosity. The size of the patient's aneurysm is not available, but the parent artery has a distal and proximal landing zone diameters of 3 mm and 4 mm respectively. It was reported the pipeline flex was prepared following the IFU. The microcatheter was continuously flashed with heparinized saline during the procedure. It was reported that the pipeline flex was deployed across the neck of the aneurysm with difficulty. Upon withdrawal of the pipeline flex delivery system, the tip coil detached from the pushwire. The physician was able to retrieve the tip coil from the patient using a gooseneck snare. Post procedural angiography confirmed there was no remnant left in the patient. There was no injury to the patient.

Manufacturer narrative:
Device available, return date - additional information. Device evaluated - additional information. Additional manufacturer narrative - additional information, device evaluation the pipeline flex pushwire was returned for evaluation without the pipeline braid which remained in the patient. The non-medtronic microcatheter used with this pipeline flex was not returned; therefore any contributing factors could not be assessed. However, based on the reported event details, the analysis findings and the sem/eds analyses, the clinical observations were confirmed as the received device was found to be detached from the pushwire. The pushwire distal segment appeared to be detached at the hypotube proximal to the wire weld. The hypotube appeared to be stretched. Kinks and bends were observed at the proximal segment of the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The observed damages on the pushwire was consistent with excessive force being used (pushing and pulling). The detachment of the pushwire is most likely caused by excessive force being used during difficult delivery of the pipeline braid. No other anomalies were observed. Per our instructions for use, the user should "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.